Event description:
It was reported that the atrial lead had low impedance and the device automatically reprogrammed itself to unipolar. In unipolar mode, the impedance remained low and the patient started to experience pocket stimulation. Reprogramming was done and at that time, noise was present. The lead was suspected to have insulation damage and was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted (B)(6) 2006. (B)(4).